Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 1000mcg/ml at 278.6mcg/day via an implantable pump for spinal pain. It was reported that the low reservoir alarm was not clearing after an update. The rep stated the pump had been alarming and the alarm screen was blank so they could not silence it. Technical services had the rep program a low reservoir alarm volume change and reservoir volume changed. The rep stated the change did resolve the issue. Additional information received from a health care provider (hcp) indicated that the patient's pump continued to alarm. The hcp stated when she interrogated the pump she was getting a motor stall message. The hcp stated she checked the pump logs and there were multiple motor stalls and recovery logs that dated back to (B)(6) 2024. The hcp stated when this initial call came in the patient was at the hospital and she was not sure if the pump logs were checked at that time. The hcp stated the patient had not experienced any changes in therapy but she did mention the patient had a history of seizures and may have had a seizure due to him missing his medication. Technical services asked about electromagnetic interaction (emi) or magnetic interaction (i.e magnetic resonance imaging (MRI) and the hcp stated no emi or magnetic interaction. The agent discussed pump replacement and considering min rate mode. They also discussed if the pump was replaced to send the pump back to mdt for analysis. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the caregiver stated that the patient had a seizure and has had them regularly without medication. It was reported that the patient took seizure medications and missed a dose which the caregiver believed was related to the medication and not the pump therapy. It was unknown what diagnostics/troubleshooting was performed. The patient was brought back to the managing nurse practitioner (np) and referred to neurosurgery for a replacement. The medication was refilled but it was unknown what actions to resolved, as they did not have access to the managing physician with regards to the seizures. The rep stated that they were unaware of additional seizures after low reservoir alarm was updated.